Event description:
A report was received that the patient had pain and swelling at the ipg site. The physician drained the pocket site, which was mostly filled with blood. The patient was given oral antibiotics as a precaution. The physician does not believe the symptoms were device related. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had pain and swelling at the ipg site. The physician drained the pocket site, which was mostly filled with blood. The patient was given oral antibiotics as a precaution. The physician does not believe the symptoms were device related. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices found them to be satisfactory.